Event description:
Info received indicates, the mattress ticking is breaking down and blood is seeping through the ticking, fire barrier and foam.

Manufacturer narrative:
The technician used a mattress refurbish kit to repair the bed.